Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that an unknown aortic valve was disabled via valve in valve procedure after an unknown implant duration due to aortic stenosis. The procedure was completed with a 23mm 9750tfx transcatheter valve.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b4, g3, g6, h2, h6 (investigation findings, and investigation conclusions). Attempts have been made to obtain missing information; however, to date, no response has been received. Without the device model or serial number, a DHR review cannot be performed. Engineering evaluation summary: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potentials known and unknown patient-related contributing factors. Per technical summary 33069, rev a, structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. IFU review unable to be performed as the model is unknown. Per doc-0101337, rev o, and doc-0076862, rev o, a CAPA/scar/pra is not required as there is no confirmed product or labeling nonconformances and no other triggers are met. Since the valve implant duration is unknown, as a conservative approach, an implant duration both lesser than 5 years and greater than 5 years is being considered for the evaluation. Per doc-0101337, rev o, an engineering evaluation is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and there is no evidence of a product failure with regard to design, reliability, or use error. Per doc-0101337, rev o, section 6.3.7, devices implanted 5 years or greater with calcification, dehiscence, leaflet tears, thickened leaflet, pannus, or structural valve deterioration (stenosis, regurgitation) reported as the complaint do not require an engineering evaluation. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed. All pertinent information available to edwards lifesciences has been submitted.